Event description:
It was reported that during a routine follow up, the physician was unable to interrogate the implantable cardiac monitor. The icm was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during a routine follow up, the physician was unable to interrogate the device. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device was unable to confirm an issue with the battery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.